Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient was on asystole but the doctor only saw artefacts.

Manufacturer narrative:
A field service engineer (fse) went onsite to check the device a day after the reported event. The provided logs were investigated and showed several asystole alarms and other yellow and red alarms e.g. Asystole, vfib/tachy, respiration frequency, nbp for that event in the reported timeframe. The user responded to a 2star yellow fr 93>30 alarm by silencing it within seconds at 00:00:44. The fse found that the customer was using non philips approved ECG trunk cables which was the source of the artifact/signal noise. When the fse replaced the ECG trunk cable, the artifact issue was resolved. The fse tested the monitor and found that it was performing as designed. The product labeling which was sent with the device indicates to use only philips-approved accessories. Using non-philips-approved accessories may compromise device functionality and system performance and cause a potential hazard. There was no malfunction of a philips device. The customer was using non-philips ECG trunk cables from integral process. Philips went on site to collect logs and test the device. The logs show that the bedside monitor continued to provide alarms during the timeframe in question. The device was tested post incident and found to be working as designed. The artefact issue was resolved by using philips ECG trunk cable instead of non-philips trunk cables. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.